Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 584 mg/dl. The customer stated that she had issues with bent cannulas in the last infusion sets that she has used. Customer mentioned that she is in indiana for vacation and only took 5 infusion sets with her. Customer reported that she had 2 infusion sets with bent cannulas. Customer is down to her last infusion set. Customer is not sure what is causing the bent cannula. Troubleshooting was performed for the bent cannula. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer mentioned that she is using the quickset with the longer cannula and tubing and does not have any of the infusion sets to return. The insulin pump and the infusion set will not be returned for analysis.